Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femur impactor broke. Attempts to obtain additional information have been made; however, no more is available at this time.